Manufacturer narrative:
Other relevant history, including preexisting medical conditions were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient's age, weight are unknown. Explant date is not applicable since the product was not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), patient experienced lack of primary stability.